Event description:
It was reported that during a procedure for laparoscopic right hemi, the surgeons were attempting to take down adhesions - no contact with metal or bone. The surgeon activated the device 5-8 times, when it was noticed that the active blade was missing - it had broken off very close to its origins in the jaw. The device was in one piece inside patient. Surgeon was able to retrieve broken section quickly and replaced harmonic with another device. The procedure was completed without any further incidence. There was no harm to reported to patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.